Manufacturer narrative:
No product returned. Because no product was returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified. Although requested, additional information was not provided.

Event description:
It was reported that during blood transfusion, blood leaked out of the y site at the drip chamber. Blood reinfused with a new tubing.